Manufacturer narrative:
The lot number of the product, patient age, weight, ethnicity/race or sex was not given by the customer. Hartmann USA has updated the product literature to state the product contains polyester. (B)(4).

Event description:
The customer called to find out if comperm contained polyester or nylon. The customer used comperm on a patient with known allergies to nylon and polyester and the patient had an allergic reaction. The skin produced a rash.